Manufacturer narrative:
H3: added additional info. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, sleeve condition, stopcock condition, and trocar condition, conforming; and reset button condition, nonconforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "trocars do not appear to stay armed" resulted from a bent reset button lug which does not allow for proper arming of the device. No conclusion could be reached as to how the reset button lug had become bent.

Event description:
It was reported two 5mm trocars were returned from the o.r. To unit manager with no add'l info. Rep reports that the two 355l trocars do not appear to stay armed. There was no consequence to the pt. 08/01/1997 the rep reports no add'l info is available on this procedure.